Event description:
Information was received from a manufacturer representative and a patient during a basic evaluation trial. The trial started on (B)(6) 2016. The day after the trial procedure, the patient was in the emergency room for a "dizzy spell." He was held overnight for observation and there were no issues with the device. It was unknown what troubleshooting was performed. He was discharged the following day with no issues.